Manufacturer narrative:
(B) (4): no product was returned for evaluation. The broken pieces were discarded at the hospital. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the pt underwent posterior fixation from l3 to s1 approx one year ago. Reportedly fusion occurred. The pt underwent revision surgery in (B) (6) 2009 to extend the construct to the adjacent level. During the surgery, the tip of the drivers broke off while the surgeon was tightening the domino connector. The tips were retrieved from the pt. No additional pt complications were reported.